Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to moisture damage on pcba1. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Unit had cracked battery tube threads, broken belt clip rails, cracked case corner of belt clip rails. The unit p-cap or test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that there was cracked on back of insulin pump and insulin pump was exposed to moisture. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.